Event description:
It was reported that during a pta/stenting treatment procedure, the physician tried to pass the 6f unistep plus 9x35x135/iliac wallstent through a 7f guiding catheter. When he passed the stent directly over the guide, the stent did not deploy and the deployment system detached. No pt injury or complications were reported.